Event description:
It was reported that a user of the ilet experienced unexplained hyperglycemia, with a blood glucose value of 330 mg/dl, without associated symptoms, and was advised to change infusion supplies and allow 90 minutes for reassessment while administering correctional insulin. Symptoms included none reported. Outcomes included no escalation of care and no hospitalization. Investigation included troubleshooting and user education regarding supply change and correction dosing. Investigation of this case revealed no confirmed device malfunction and no identified device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.